Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that the impedance utilizing the rv ring/sense conductor are high and unstable, fluctuating between 900 and 1500 ohms. An out of range lead impedance alert was triggered on 2014-(B)(6).

Event description:
It was reported that the bipolar impedance alert was triggered for the right ventricular (rv) lead due to fluctuating impedance ranging from 1 ,500 ohms to greater than 3,000 ohms. The rv lead was reprogrammed to tip to coil and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID dtbb1d1 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID 559253 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.